Event description:
A letter was received from the customer indicating customer was hospitalized in 2004 for high bgs. Customer also stated that this incident caused emotional and physical hardships on customer's family.